Event description:
A patient reported he believed the stimulator had stopped working. The patient stated he had tried four different sets of batteries in the patient programmer, but the patient could not turn therapy back on. The patient stated he only kept therapy on when he was working. The patient stated he turned therapy off when at home. The patient stated he had therapy off when he attempted to turn therapy back on, and it will not turn on. The patient stated only one green light was appearing on the back of the patient programmer. The patient noted he had implant for 14 years and remembered the healthcare professional (hcp) indicating the implantable neurostimulator (ins) would last 7 years. The patient noted this began on (B)(6) 2016. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.